Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Prior to deployment, two angiograms were performed. One showed a puncture in the epigastric artery, and another showed a puncture in the bifurcation of the common femoral artery and epigastric artery. Following the deployment, the pt experienced severe hypotension, tachycardia, diaphoresis and nausea. An angiogram confirmed a retroperitoneal bleed from the bifurcation of the common femoral artery and profunda. Treatment consisted of levophed, compression, blood transfusion and surgical intervention. The treatment was successful, no further complications were reported and the patient was discharged.